Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial (ra) lead was dislodged due to suspected twiddlers syndrome which pulled back and coiled up in device pocket. Hence, the lead was explanted and was replaced with new lead. No additional adverse patient effects were reported.